Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder, ous, was connected to the dc extension cable (vh-3030), and this to the tw power supply (vh-3010). Before inserting the device into the pt, the surgeon realized that the thermostatic tips of the scissors were very hot. They switched out the extension cable and power supply. When connecting this new cable to the hemopro and to the new power supply the thermostatic tip remained activated and remained very hot. Finally, the surgeon replaced the hemopro unit for a new one. This new hemopro unit worked properly with the new extension cable and the new power supply. The surgeon harvested the saphenous vein with the new hemopro unit without any event or injury to the pt. The failure seemed to come from the hemopro device. The faulty unit never was inserted not the pt. The tissue welding is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is complete. (B)(4).